Manufacturer narrative:
Conclusion: complaint confirmed for leak. The device was not returned but pictures show clear evidence of the leak, confirming the event. The product is designed to maximize the performance and robustness of the oxygenator and medtronic uses extremely sophisticated techniques for identifying leaks in the production process. Although a specific cause cannot be verified, the most likely cause is mechanical separation, material (crack) or adhesive, originating from manufacturing. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of the affinity nt oxygenator after 15 minutes on-pump the customer noticed a leak from the mandrel to heat exchanger joint of the oxygenator. The customer stated that after every 15 to 20 seconds 1 drop fell down from the joint. The customer continued to use the oxygenator to complete the procedure as the patient was on-pump. The customer stated that there were no adverse effects and nothing happened with the patient during and post procedure.